Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urge incontinence and urgency frequency. It was reported that trial patient was sleepy from the medication. Furthermore, on (B)(6) 2017 trial patient reported they were on a lot of pain medicine, and it was because they said they must have been hurting after the procedure. More information was received on (B)(6) 2017 with trial patient reporting that they were being medicated for a uti. Their doctor didn't believe they had a uti but was showing symptoms. No further complications were reported.